Event description:
It was reported to resmed that an astral device had a loss of battery communication. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a loss of battery communication. There was no patient harm or serious injury reported as a result of this incident.